Manufacturer narrative:
After review of available information, there is no indication that there was any device performance issues that could have led to the event. It is likely that the patient clinical status, fluid status, and pre-existing comorbidities are factors that could have caused the event. In addition, as it was reported, the patient's diagnosis of pleural effusion is a recurring issue which may be due to not being able to drain the fluid completely during previous treatments. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Adverse events may be associated with the use of vads. The IFU addresses guidelines for optimal patient management including pre and post-operative period. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the subject experienced a recurrent right pleural effusion which required intervention. The chest x-rays showed pleural effusions; with the right greater than left, beginning (B)(6) 2015. The right side continued increasing and on (B)(6) 2015, a chest tube was placed. The drainage was minimal, so the chest tube was removed. Pleural effusions were absent from (B)(6) 2015 chest x-ray. A total of 1590 ml of fluid was drained before the chest tube was removed.